Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The cause is use error, the patient did not properly connect the heater bag. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm , which occurred on the homechoice (hc) during prime. The patient was not connected and needed assistance clearing the alarm. The baxter technical service representative (tsr) found that the heater bag was not connected correctly and was leaking . The tsr had the patient reset the hc back to load the cassette. The patient would reset up again with a new cassette and bags. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated that she had just seen the patient that day and the hp did not mention anything so everything was going okay. There was no patient injury or medical intervention reported. Product surveillance was unable to obtain any additional information.